Event description:
Fire dept personnel were treating a cardiac pt experiencing 3rd degree block. The pt did not respond to drug therapy and external pacing was attempted. Reportedly, the reporter was unable to increase the current above zero milliamps. The pt was transported to the hospital and treatment was continued. The pt was resuscitated. There were no adverse effects reported to the pt as a result of the reported malfunction.